Event description:
It was reported that the patient passed away. The event was reported to dexcom by the patient´s pump provider (B)(6). It was stated that at the time of the event the patient was wearing a dexcom g6 sensor but did not use the ypsomed pump anymore at the time of the event, and was using only an insulin pen for injections. It was unknown why the patient was not using their insulin pump, but no possible malfunction was reported that would have possibly caused this. It was reported that the patient passed away on (B)(6) 2026 due to a hypoglycemic event. It was unknown what the cgm device was displaying at that time as no information was reported regarding this, but no specific cgm malfunction was reported. No further information was reported regarding the event, and when the event was being reported to (B)(6), communication was lost with the reporter due to unknown reasons. The report was done to (B)(6) by the patient´s sister, but dexcom did not have any contact details available for this reporter. A request was made by dexcom to obtain these details, but contact has been unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.